Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a provisional tensioning device was not functioning properly. The lever mechanism that should close an inside cavity to lock a cable into the device did not function. The device was found when opening the room prior to surgery; it was not used during surgery nor was the patient in the room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record (B)(4) lot p502534 released (B)(4) 1999: pioneer surgical technology manufactured the provisional tensioning device. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet. No material review reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complaint issue was discovered on (B)(4) 2015. A manufacturing investigation was performed for the subject device (part number 391.884, provisional tensioning device, lot number p502534). The subject device was received with the saddle (400-862) stuck in the closed position which would not allow cable to pass. Visual inspection did find that the saddle (400-862) sticks in the closed position which would not allow cable to pass. The device passed functional testing per specifications holding tension at 35.8 kg using 1.7mm cable 400-904 and 1.1 mm cable 400-903. Fraying was not present on either cable after tensioning. The device was instrument milked and again tested for functionality. The device functioned as intended with the following test results; 36kg, 39kg, 38kg. Probable root cause is the inner assembly was not lubricated during reprocessing and caused friction between the cam, cam surface, and saddle. A definitive root cause could not be determined with the information obtained. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.